Event description:
Event description guidant received information that this pacemaker was reported to be pacing at a rate of 130 beats per minute, with the patient hospitalized and at rest. The programmed settings are: max sensor rate (msr)=185; lower rate limit(lrl)=60. This device is included in the hermetic seal advisory. There was no change in the pacing rate when the minute ventilation was turned off, when the accelerometer was turned off the rate went to the lrl of 60. The next day it was reported the device again exhibited this behavior.